Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("proximal portion of bilateral fallopian tubes exhibiting milo chronic inflammation.") And genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no: 872990) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head discomfort, drug allergy, vomiting, fever, allergic reaction to antibiotics and allergic reaction to antibiotics. Concurrent conditions included lupus erythematosus, rheumatoid arthritis, fibromyalgia and ovarian cyst nos. Concomitant products included hydroxychloroquine, mycophenolate mofetil hydrochloride (cellcept), prednisone and rivaroxaban (xarelto). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, weight increased and alopecia was resolving and the salpingitis, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 2 coils were noted on the left ,3 coils were noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received. Her demographic was added. Lot number added. Lab data added. Concomitant medication and condition added. Events abnormal bleeding (vaginal), menorrhagia, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("proximal portion of bilateral fallopian tubes exhibiting milo chronic inflammation.") And genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 872990) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head discomfort, drug allergy, vomiting, fever, allergic reaction to antibiotics and allergic reaction to antibiotics. Concurrent conditions included lupus erythematosus, rheumatoid arthritis, fibromyalgia and ovarian cyst nos. Concomitant products included hydroxychloroquine, mycophenolate mofetil hydrochloride (cellcept), prednisone and rivaroxaban (xarelto). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, weight increased and alopecia was resolving and the salpingitis, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 2 coils were noted on the left ,3 coils were noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:872990 manufacture date: 2011-06; expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.